Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid, in lens case/vial. Visual inspection found the lens torn into 2 pieces, from one haptic to the other haptic. The injector was returned and the plunger was found to be bent. One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +23.5 diopter, was torn during the loading process and there was no patient contact. The backup lens was implanted with no problem. The reporter indicated the cause of the event was unknown.